Event description:
It was reported that the left ventricular (lv) lead had loss of lv pacing as the lead had dislodged and is now in the right atrium. The lv lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 507645 implantable pacing lead - implanted 2009-(B)(6); 694758 implantable tachy lead - implanted 2009-(B)(6). (B)(4).